Event description:
Healthcare professional reported rupture diagnosed via MRI. This record is for the left side. The device is explanted.

Manufacturer narrative:
Clarification d4 (device info): lot: 1231662 st 375 cc. Clarification d.6a (date of implant): the device was implanted in 2007. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.